Manufacturer narrative:
Common name = stent, superficial femoral artery, drug-eluting; product code = niupma/510(k) number = p100022. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, three zilver© ptx© stents (zisv6-35-125-7.0-80-ptx-c-cl, zisv6-35-125-6.0-80-ptx-c-cl and zisv6-35-125-7.0-60-ptx-c-cl) were placed during an endovascular study, index procedure when a thrombosis, possibly related to the devices, occurred. The procedure was performed to treat a a non-calcified, de novo lesion located in the right distal superficial femoral artery (sfa). Baseline morphology showed no thrombus present. The inflow tract was 51-99% stenosed. The stenosis was treated during the study procedure. There was one patent run-off vessel present. The study lesion was 115 millimeters (mm) in length. The proximal reference vessel as 5mm and the distal reference vessel was also 5mm in length. The percentage diameter stenosis was 100%. The patient had both a pre-and post-dilatation performed. The post-dilatation left a percent diameter stenosis in the study lesion of 0%. Post-stent dilatation was performed with two inflations. During the final contrast run of the index procedure, the physician noticed thrombus had formed below the study lesion (this was the right distal sfa). The thrombus was located in the study area designated as "p2" and had affected the distal run off. The thrombus was successfully removed via aspiration. A subsequent contrast run showed patency throughout femoro/popliteal/tibial arteries. One day post-procedure, the study leg ankle-brachial index (abi) was measured to be 0.8. Twenty-nine days post-procedure, the 1-month clinical assessment showed a study leg rutherford classification of 2 and slight problems noted on the walking impairment questionnaire. The study leg abi was 0.83. The patient received clopidogrel and aspirin from procedure date and remains in the study.

Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use (fiu), manufactures instructions, a clinical reference was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU), and there is no evidence to suggest that these instructions were not followed. Based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device, but instead lies with the patient¿s condition. Reportedly, the patient had several pre-existing conditions including stenosis and peripheral arterial disease. As thrombosis developing during a procedure is a known inherent risk, the diseased vessels were likely a contributing factor to the patient¿s thrombus formation. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.